Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother was reported via phone call that they had issue with insulin pump. Customer's blood glucose value was going really high 200 mg/dl, 300 mg/dl, 350 mg/dl, had to give shot, manual injection and insulin pump was beeping and saying no delivery. The customer was able to troubleshoot. Customer states the insulin pump quit working and change out everything and then got up and was not working again. Customer in performed a 5.0 unit fixed prime and insulin exited. Customer states the cannula was not bent. The device will not be returned for analysis.